Event description:
The lead was returned to the manufacturer with no information, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported the lead was explanted due to infection and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 20103; 4968-25 implantable pacing lead, implanted: (B)(6) 2006; 4968-25 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).